Event description:
A power source alert 07 was reported. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, and the pump began charging with no further assistance required.